Event description:
It was reported that an interlink solution set experienced blood backing-up into the set. This occurred during a patient infusion of an unknown drug solution using an unknown umbilical catheter for neonates with two unknown lumens. The reporter stated that the blood backed up into the set while flushing via the interlink cap on one of the lumens. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.